Event description:
The pt stated that he observed a blood glucose value of over 500 mg/dl. He tested his blood glucose because he "felt dreadful" and suspected that this was related to an elevated blood glucose level. When he attempted to administer a bolus of insulin using his infusion device, he discovered that the tubing of his infusion set had separated at the luer-lock connection. He corrected his elevated blood glucose level by injecting insulin using a syringe. He reported that the range of blood glucose recommended by his physician was 80-120 mg/dl. At the time of the call, his blood glucose value was 154 mg/dl. He stated that he was unaware of the recall, thus he was educated regarding the recall. He stated that he changes his infusion set tubing every nine days. He was advised not to wear his tubing longer than six days. The pt did not require assistance from a healthcare professional or second party to address the issue.he did not have the lot number of the infusion set available and had discarded the infusion set tubing, thus it is not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.